Event description:
It was reported by the clinician, that during insertion the balloon was found to have a leak.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.